Event description:
It was reported that the pt underwent a sling procedure in 2006. Postoperatively, the pt experienced urinary urgency, incontinence, and pain. Exposure of the mesh was noted and a re-operation was performed.

Manufacturer narrative:
Conclusion - mesh exposures are known complications of using any mesh anywhere in the body. They may be the result of tissue factors, placement technique, or the characteristics of the mesh. The frequency and urgency seen here are often seen with exposure and usually resolves after resection and reclosure.